Manufacturer narrative:
H10: correction: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during surgery the tissue protector got stuck on the bone pin while putting the pins in the tibia. Because the tissue protector was stuck on the pin and the pin was in the leg, the only way to get it off was to try and remove the pin and the protector together. The surgeon tried using the allen t-wrench to remove the bone pin and then the pin broke. Then doctor tried using mallet to remove the tissue protector and bone pin by hitting it. While doing this, the handle of the tissue protector broke off and was eventually able to get the pin and protector off by continuing to hit it. Then had to go in and remove the part of the pin that broke off. After all, it was possible to place another bone pin off to the side and proceed with the case. No surgical delays confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.